Event description:
The tps universal driver was returned without comment. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, a number of components were found to be worn or damaged including burnt flex strips.